Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No a47 error alarm or check settings alarm noted during testing. However, a47 error alarm found in alarm history screen. A47 error alarm due to corrupted history file. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels for two to three days leading up to the call. The customer reported that the insulin pump was not delivering insulin although the reservoir was full. Blood glucose level at the time of the call was 615 mg/dl, which had not yet been treated. During troubleshooting, the customer reported that the alarm history contained an error alarm. The customer was advised to seek medical attention and that the insulin pump would be replaced. Customer agreed to return the device for analysis.